Event description:
The core universal driver was sent for eval due to overheating during an orthopedic procedure. The procedure was completed with a readily available alternate device without any clinically significant procedure delay. No adverse event was associated with the device.